Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year. The pump remains in use supporting the patient. No further issues have been reported. A direct correlation between the device and the reported driveline infection could not be determine. The instructions for use lists infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014, the patient was diagnosed with a chronic driveline infection. The infection is (B)(6) and is resistant to bactrim. The patient is currently maintained on minocycline. It was also reported that the patient has been educated many times on sterile dressing changes; however, the patient is reluctant to adhere to their instructions.